Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the flex assembly was found to be damaged and corrosion was discovered within the motor assembly.